Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported after the surgeon put the phacoemulsification (phaco) tip into the anterior chamber (ac), he depressed the foot pedal immediately to sculpt the nucleus without clearing away the ophthalmic viscoelastic device (ovd) and the cortex, and due to the phaco tip being occluded with ovd, there was a wound burnt at the cornea due to the blocked phaco tip. He withdrew the phaco tip and the scrub nurse changed to another new phaco tip, and the surgeon proceeded with the phaco and cleared the cataract. He did not implant the intraocular lens (iol), and placed a suture to close the wound.

Manufacturer narrative:
Additional information provided in b.5., h.6., and h.10. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the second surgeon. According to the second surgeon, an intraocular (iol) was implanted during the procedure for the wound suture. At one month postoperatively, the wound leaked and a second procedure was performed to re-suture the wound. Although the wound was being well managed, the patient¿s eye vision has severe astigmatism. In two to three months¿ time, he will re-assess the severity of astigmatism and decide further course of treatment.

Event description:
Additional information provided by the surgeon who indicated the patient was forwarded to a different surgeon for treatment of the wound burn. The other surgeon restitched the cornea wound and placed a eye plaster over. About 1 month postoperatively, the wound healed and stopped leaking. It is unknown whether second surgeon implanted an intraocular lens nor what the future treatment plan will be as the patient is currently under the other surgeon's care

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5., d.4., and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information by the surgeon who indicated he wanted the burnt wound to heal first then he will implant the intraocular lens a few weeks later. The sample was discarded.

Manufacturer narrative:
Additional information provided in h.6. And h.10. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).